Event description:
The report stated that during an operation on the face of a pt, who also had on an oxygen mask at a rate of 8 liters per minute, the oxygen caught fire when the electrosurgical device was activated. The pt was burnt on the face and on the thorax. They put an ice packet on the burn and sent pt to another hospital. The generator was set at fulguration 21w and pure cut 20w.

Manufacturer narrative:
To date the incident sample has not been received for eval. Further info and the sample have been requested. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.